Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer also had high blood glucose level of 269 mg/dl. Troubleshoot was performed. Customer has experienced multiple unexpected restart alarms after battery change. The insulin pump will be returned for analysis.